Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was 2,000 mcg/ml fentanyl at 14834 mcg/day. The reason for use was non-malignant pain. It was reported there was a volume discrepancy. He had refill today (B)(6) 2019) and the physician said that there was 8 ml left in the pump, which is more than what was expected and that this is the third time this has happened. Per the patient this has occurred 3 times, first in (B)(6) of 2019, it also occurred ¿last month,¿ and today. Each time it would have been the current medication that was in the pump. The patient said that ¿based on his experience with the ptm, that this confirmed that patient wasn't getting all of the bolus doses.¿ the patient also said per discussion with the healthcare professional (hcp), that the patient is having the manufacturer¿s pump removed and replaced witha competitor, which he was told was more accurate. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer¿s representative (rep) on 2019-sep-12; 20,000 mcg/ml fentanyl was being delivered at 7,998 mcg/day. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Troubleshooting done prior to the call consisted of replacing the pump on (B)(6) 2019. To the caller¿s knowledge, no dye studies or catheter diagnostics have been done. Only the pump was replaced, the existing catheter was left in place. The caller will attempt to get the pump from the hospital pathology department and return it to the manufacturer for analysis. There were no further complications reported/anticipated.